Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was received with a broken battery cap, broken battery tube threads, cracked reservoir tube lip, cracked display window corner and minor scratched lcd window.

Event description:
It was reported that the insulin pump had cracks around the battery cap. The blood glucose reading was unknown. Advised return of the device for analysis. Nothing further reported.